Event description:
Prescribing doctor reported that pt presented to account and reportedly developed an "infectious pseudomonas corneal ulcer" in their left eye requiring a "corneal transplant." Prescribing doctor did not have any further details. Spoke with treating ophthalmologist who stated that the pt was diagnosed with an infectious corneal ulcer in the left eye and received a corneal transplant one week later. The treating ophthalmologist also indicated that the pt received a 11mm oversized graft that was rejected requiring the pt to have a second grafting in their left eye.